Event description:
On 2014 polymorphic light eruption, on 2015 hot flashes, dizziness, high pressure. On 2017 vertigo. On 2018 intestinal pain, hypersensitivity in back. On 2019 tingling, cramps, chest pain, hip pain, more vertigo, swelling feet and hands, brain fog, sweats, joint pains, intestinal inflammation, irritable bowel, numbness, sensitivity light, sound, palpitations, low libido, depression, anxiety, insomnia, distress, memory loss, tickling buzzing ear. FDA safety report ID # (B)(4).